Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Customer¿s blood glucose level was between 274 to 392 mg/dl. Customer resumed insulin delivery with the current cartridge.